Manufacturer narrative:
Additional information provided in d.9., e.1., h.3., h.6. And h.10. One opened handpieces was received for the report of damaged cartridge & scratched intraocular lens (iol). The handpiece was visually inspected and found to be non-conforming with the surface of the plunger tip uneven. A functional thread engagement and plunger movement test was performed and found to be conforming. Finally, a dimensional plunger height inspection was performed and found to be conforming. A review of the device history records traceable to the reported lot number indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The complaint evaluation indicated that the plunger tip surface was uneven. This observed defect could have lead to the reported scratched iol. The sample was dimensionally conforming and the visual defect observed would not have lead to the reported cartridge damage; therefore, the reported cartridge damage as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. How and when the plunger tip surface became uneven cannot be determined from this evaluation and a root cause cannot be identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during the intraocular lens (iol) implant procedure, it was noted that, there is significant damage to the cartridge, which in turn scratched the iol. The reporter stated that they have never seen damage of this nature to a cartridge so evaluating it and the associated monarch IV. Additional information has been requested.